Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed with the exposed needle beyond the needle well. An 0x18 alarm generated in the device data, indicating the reservoir is empty. The plunger was observed at the very bottom of the reservoir. No timeouts or drive stalls were observed in the device data. Investigation of the device found the hard cannula was not properly seated in the slide retract. The needle mechanism was unable to manually reset into its loaded position using the lock-and-load fixture due to the damage observed on the slide retract, which prevents the hard cannula from staying seated. It can be confirmed that the hard cannula was incorrectly installed, which is the main cause as to why the needle did not retract. The cannula assembly was further inspected and found damage above the cross drill of the soft cannula. Despite the damage observed, fluid was able to flow out the cross drill of the soft cannula. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.